Event description:
It was reported that customer experienced air bubbles and gaps in infusion set tubing between t:lock and insertion site during pumping. There was no adverse impact to the customer¿s blood glucose level. Customer was educated that disconnecting at t:lock could introduce air into line, confirmed use of room temperature insulin and proper cartridge preparation, and after confirming that no bubbles remained after priming with the fill tubing feature, large bubbles and gaps were resolved and insulin therapy was resumed, with customer acknowledging understanding.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown.